Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision of knee components - reason not reported.

Manufacturer narrative:
The complaint product was not received for analysis. The complaint condition was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any other complaint reports involving a part from any of these manufacturing lots. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of tibial subsidence which may have been caused by the patient's reportedly obese weight that resulted in excessive applied force to the joint and fracture of the tibial plateau. However, this cannot be confirmed because the component was not returned for evaluation. In a review of labeling it is noted: device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Also, as part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period this device is used for treatment not diagnosis.

Event description:
It was reported that a morbidly obese patient experienced a left knee revision due to tibial loosening. On follow up x-ray from (B)(6) 2017, the patient was doing well. This is a patient with multiple medical problems and conditions that may affect implant life. No additional information on the event or patient are available. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00166, 1038671-2018-00167, 1038671-2018-00168 and 1038671-2018-00169.